Manufacturer narrative:
The reported use of depuy non-recommended size devices can be confirmed based on the provided information. Depuy package labeling and reference guide state a size 2.5 tibial insert is to be used with a pfc sigma cr femoral component size 2.5. The root cause is attributed to off label use. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The pt was revised because a sz. 2.5 curved rp insert was implanted with a sz. 3 femoral component.